Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was returned to the biomedical engineering department with an unsigned note that stated, "check to make sure rate does not change." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not bet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)